Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to troubleshoot at the time of the initial contact with tandem technical support and indicated that tandem technical support would be contacted when the customer was available to troubleshoot. The customer did not contact tandem technical support regarding the issue.